Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that the patient alert was "going off" daily every morning. The patient was feeling tired due to the device not working and due to heart failure. Follow up information was received and indicated that the patient was not seen in the office at the clinic in years. The device remains in use. No patient complications have been reported as a result of this event.